Event description:
Prepared vaccine with 1inch 25 g smiths medical needle, lot 4467327. During injection, solution leaked around needle connector. Upon removing the syringe, the needle disconnected from the hub and remained in the patient's arm. Needle was removed and capped without injury to staff. Unsure of volume of vaccine actually administered to patient.